Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that at an unknown process step with a u9000, an external fluid leak was observed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Per the event description, the technician noticed that the ultrafilter was leaking. Based on past investigations, the most likely failure is a crack in the housing nearby the welding zone. The cause is design related. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.